Event description:
(B)(4) study. Same patient as MDR ID#2134265-2012-06759. It was reported that during a coronary stenting treatment procedure chest pain occurred. The patient presented with chest pain and the patient was hospitalized. Angiography was performed the day after the patient was hospitalized. Focal restenosis was noted in the mid left anterior descending artery (lad) with mild in-stent restenosis noted as well. An unknown ivus catheter revealed that the previously implanted 2.50 mm x 16 mm ion study stent was under-deployed. A 3.0 x 18 mm non-bsc drug eluting non-study stent was deployed to treat the restenosis. A nc quantum apex 3.0 x 20 mm balloon was used for post-dilatation. Following post-dilatation, the subject experienced episodes of chest discomfort. St segments elevations in the anterior and lateral leads were also noted. The following day, the event was considered resolved without residual effects and the patient was discharged.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).